Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Returned instrument testing / evaluation (rite) test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The ground bus resistance check was performed and encountered a loose door ground screw. The door ground screw was tightened after which the ground bus resistance check passed with no problems encountered. The assignable cause for the rite electrical test failure of ground bond was determined to be caused by a poor connection due to a loose screw. Baxter will continue to monitor similar reports to determine if further actions are required.